Event description:
During an arthroscopy procedure, a portion of a surgical instrument (grasper) broke off and was lost in the posterior soft tissue of the pt's knee. The piece was not retrievable without extensive surgery.